Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the product had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. Complaint history review found no other instances of this reported issue. The returned pump, used in treatment, was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. No visual issues were observed. Functional evaluation was performed and it was found that the pump did not work, there was a cold solder issue with the pump. A relationship between the reported event and device was established. On this occasion, the root cause was determined to be related to a problem with the cold solder. No further action is been taken at this time. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on day 3 of therapy all the device's lights started flashing. A replacement was offered 2 days after the pumping stopped but it was rejected due to the patient and the hospital decided to stop the treatment because the wound was healing anyway. There was no harm to the patient.